Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced three infusion set cannula issue on (B)(6) 2025. It was reported that infusion set was inserted at too shallow angle. The infusion set was in use for less than one day. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007180, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007180 was manufactured according to the work instruction (wi) version 27 and manufactured in the line 1 on 23-may-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.